Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and tethered posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip ntw was deployed centrally on the anterior-2/posterior-2 (a2/p2) leaflets. Upon grasping, the heart rate and mean pressure gradient (mpg) increased so the clip was removed. When the clip unreleased the leaflets the mpg returned to 4 mmhg. An additional grasping attempt resulted in a chordal rupture leading to challenging identification of the coaptation. While deploying the clip, a single leaflet detachment occurred, and the clip was no longer attached to the posterior leaflet. An additional mitraclip was implanted successfully to stabilize the slda clip. The final mr was grade 1. There were no clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported single leaflet device attachment (slda) and poor image resolution. The reported tissue injury appears to be related to grasping attempts. The reported tachycardia could not be determined. Tachycardia and tissue injury are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.